Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners and cracked battery tube threads. However, a test reservoir was installed into the insulin pump and did not lock into place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 155 mg/dl. The customer stated that the o-ring of the reservoir compartment was broken off. The customer mentioned reading of 119 mg/dl in the morning and had to change due to low reservoir alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.